Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): a high current drain condition was found during device analysis. Electrical analysis found the cause of the high current drain to be current leakage in the battery filter capacitors.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The patient reported that the device was being replaced "because the battery is low after only 3.5 years." The device was later explanted and replaced due to eri (elective replacement indicator). No patient complications have been reported as a result of this event.

Event description:
The patient reported that the device was being replaced "because the battery is low after only 3.5 years." The device was explanted and replaced due to eri (elective replacement indicator). No patient complications have been reported as a result of this event.